Event description:
It was reported that asymptomatic, non-dependent patient presented for follow-up after receiving a patient notification for non-sustained rv oversensing. Noise on the rv lead was noted. Myopotential testing could not recreate the noise. The lead was extracted; patient was stable.